Manufacturer narrative:
Follow-up #1: date of submission 01/04/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to duplicate the complaint. The last basal delivery was on (B)(6) 2015 and the last bolus delivery was on (B)(6) 2015. Pump was running on a 0.00u basal program from (B)(6) 2015 16:18 until (B)(6) 2015 05:18. Bolus totals in bolus history are consistent with bolus totals in tdd history at time of reported issue. Successfully performed a 10u normal bolus; it was accurately recorded in the pump bolus history & bolus tdd history correctly showed 10.0u. Unrelated to the complaint, the audio bolus button cover is missing on the pump. Unable to perform a 10u audio bolus due to missing bolus button cover. No alarms occurred during 24hr testing. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue): the bolus totals do not match (>5% different). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.